Manufacturer narrative:
The device reportedly in this procedure is not being returned therefore, a failure analysis of this complaint device cannot be completed. If add'l relevant info is received, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specs. Currently, unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported a physician performed an uneventful eviva breast biopsy on (B)(6) 2013. The needle was removed and a site marker was to be placed. At this time, the dr noted the "plastic introducer was shredded" and was unsure if pieces were inside the pt. The dr decided to take no action and the pt was released home. On (B)(6) 2013, add'l info was received reporting, "in a mammogram of the pt, they could not see any material that seem to be left over from the shredded sheath. The physician nevertheless decided to recommend a surgical lumpectomy to be sure. Several smaller and bigger plastic parts have been found and removed during the lumpectomy. Until today, it is not certain if all plastic parts have been found and removed or if something is still left in the breast". We have been unable to obtain add'l info surrounding this event.